Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02323, 0001822565-2018-02325, 0001822565-2018-02326. Reported event was confirmed by review of actual product returned. Visual inspection of the returned product shows that the blue sleeve is fractured. Wear and tear was seen on the product which shows that the product was in use before it fractured. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that product is very fragile and breaks very quickly. No additional information is available.